Event description:
Tablo machine failed the self-test with tablo cartridge (lot #k22e103) during setup. Setup was taken down. The tech gathered new supplies and re-set the machine with the new supplies. The machine passed the self-test, and we were able to do the treatment. This issue happened a second time later the same day, same lot number.

Event description:
Tablo machine failed the self-test with tablo cartridge (lot #k22e103) during setup. Setup was taken down. The tech gathered new supplies and re-set the machine with the new supplies. The machine passed the self-test, and we were able to do the treatment. This issue happened a second time later the same day, same lot number.